Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (db mgt inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 450 mg/dl with abdominal pain, polydipsia, nausea, vomiting, difficulty waking, and confusion. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings are correct. Troubleshooting indicated that the patient failed to bolus. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2017 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 3.05 u ezcarb normal (m) bolus. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and total daily dose (tdd) showed 48.0 u. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The tdd¿s add up correctly and reflect the users programmed basal rates. There were no errors, alarms or warnings or delivery interruptions during the testing. Unable to duplicate the complaint. Unrelated to the original complaint, the battery compartment is cracked on the side from threads to cover. There was a cover crack observed between corner of display lens and case seal. (B)(4).